Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reportedly, the bmw guide wire was likely jailed between the stent struts and the vessel wall which contributed to the reported resistance experienced upon removal of the guide wire. Additionally, the reported guide wire separation appears to be the result of the resistance felt during removal of the guide wire from the anatomy. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the guide wire in this trapped state would exceed design limits and cause the reported separation. Reportedly, the guide wire was completely removed from the anatomy and no fragments remained in the patient. In this case, it was reported that the guide wire met resistance during removal of the guide wire and it should be noted in the bmw instructions for use (IFU) warning section; do not: 1) push, auger, withdraw, or torque a guide wire that meets resistance. 2) torque a guide wire if the tip becomes entrapped within the vasculature. 3) allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. It appears that the user improper method contributed to the reported separation of the guide wire. Overall, the reported difficulty removing the guide wire from the anatomy appears to be related to operational context of the procedure and the reported separation appears to be related to user technique and there is no indication of a product quality deficiency. The lot history record was reviewed and there are no non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the balance middleweight (bmw) guide wire was positioned as protection of the diagonal vessel while the a stent was being implanted into the principal vessel. The bmw was likely jailed between the last stent struts and the vessel wall. During removal of the bmw guide wire, some resistance was experienced. Upon removal from the anatomy, the guide wire appeared frayed [separated]. The physician confirmed that the bmw guide wire was completely removed from the patient; no fragments remained in the patient anatomy. No adverse patient effects have been reported. No additional information was provided.